Event description:
Customer reported via phone call that her carbohydrates ratios needed to be adjusted per healthcare professional due to low blood glucose. Customer's blood glucose was 40 mg/dl. Customer was assisted in adjusting ratios. Customer declined troubleshooting as it was believed low blood glucose was a settings issue and not an insulin pump issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.